Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited double counting, no capture, and a decrease in impedances. The lead was suspected to have dislodged. The lead was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.